Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The suture broke while tensioning is most likely caused by nicking the suture with another instrument and/or fraying from the sharp edge of the bone tunnel. The cause of the second implant pulling-out was most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled out from the meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that during a meniscal repair; the suture broke on device #1 and the implant pulled out on device #2. Follow-up investigation: during a meniscal repair the first ar-4502 was attempted. Both of the peek implants were deployed. During tensioning of the construct the suture broke. Both peek implants remained behind the meniscus and some suture remained in the meniscus. Surgeon attempted a second ar-4502. The peek implants deployed but while tensioning the construct the 2nd implant pulled out of the capsule but remained behind the meniscus. The meniscal tear was able to be repaired by completing the tensioning of the construct. Device components not remaining in the patient were discarded by the facility.